Event description:
It was reported that prior to an unknown procedure, new device probe is not activating; gen 04 is giving error number 4 -- which is for instrument error. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was returned with the distal tip of the blade broken off and not returned. The remaining blade portion was scratched. This blade tip portion may have broken off of the device during transport to our analysis site. In addition, the hand control buttons were non functional. The reported complaint was for error number 4. An error code 4 is a handpiece temperature error and not an error code associated to a device. The device was functionally tested with a generator. During functional testing on gen04 an error code 5 was displayed. In addition, the hand control buttons were non functional, but activates with the footswitch. The device was disassembled to inspect internal components. Corrosion was found at the hand activation domes. The corrosion in the domes is possibly caused when the device was soaked for re-use; the introduction of saline or blood getting up into the device during the procedure, or the device being soaked for cleaning before shipment for analysis. It is probable that this may have affected the functionality of the hand activation buttons. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in blade ¿lockout¿ later in the procedure.